Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition. No intervention was performed, the physician elected to continue monitoring the patient. There were no consequences to the patient.